Event description:
The customer reported failed to deliver a shock during testing. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported failed to deliver a shock during testing. There was no reported pt involvement. The customer tested the device with another set of paddles and worked fine. The paddles were replaced to resolve the issue. We will consider this a malfunction of the paddles where the paddles failed to deliver a shock.